Manufacturer narrative:
Per tandem user guide: replace the insulin every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, insulin was used beyond labeling. Customer's blood glucose was 375 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.